Event description:
It was reported that before use during initial tests, the cs100 intra-aortic balloon pump (iabp) unit does not charge batteries. There was no patient involvement.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit does not charge batteries.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
E3, e1(event site telephone number): (B)(6). Additional information: e1(postal code): (B)(6).